Event description:
It was reported the patient had their device system removed ¿about¿ seven years ago because ¿it didn¿t work.¿ it was then reported ¿it worked very short.¿ the device system had been used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type catheter. (B)(4).